Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The event report alleges the product was used in a surgical procedure. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The anvil clamping mechanism was deformed. The reload was loaded into a post market vigilance instrument for functional testing and produced acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the reload did not fire, even after 2-3 attempts. There was no reinforcement material used. The last patient status is stable. Surgical time was not extended by more than 30 minutes due to the product problem.